Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 81% stenosed, 3.3x19mm, eccentric, de novo target lesion with a significant bent of <=45 degrees was located in the mildly tortuous and moderately calcified right coronary artery. A 3.50x20mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was found that the distal portion of the stent was deformed. The procedure was completed with different device. No patient complications were reported and the patient's status was stable.